Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient underwent aso placement in 2005 at the age of 47 without any issues. Unfortunately no echocardiograms (pre-procedure or intra-procedure) were provided and hence this interpretation is based upon the notes provided and echocardiograms that were obtained after the patient suffered from pericardial effusion. Per the medical records provided, the patient had a pfo/small atrial septal defect (asd) that was primarily closed because the patient had suffered from a cva twice. There were no hemodynamic indications for closure of the defect. The atrial septal description was that the septum was aneurysmal and bowed. Balloon sizing was performed with an nmt balloon (20x3) and by report the defect measured 13mm. A 15mm aso was implanted. In (B)(6) 2010, the patient was admitted with a history of sudden onset of epigastric pain, nausea and vomiting. After admission, she was thought to have sepsis as her troponins and wbc were elevated. An echocardiogram revealed a mild to moderate pericardial effusion with the aso in good position in the atrial septum. The patient was discharged to home after three days, but was re-admitted the night of discharge with the same symptoms. An echocardiogram during the second admission revealed a large effusion. She underwent creation of a pericardial window with drainage of bloody pericardial fluid and her condition improved. She was referred to cardiovascular surgery and underwent open heart surgery during which the aso was removed; a hole at the roof of the right atrium was closed. The echocardiograms that were provided after the accumulation of pericardial effusion revealed a moderate pericardial effusion, the aso was in place with a thin and aneurysmal atrial septum. The echocardiogram images did not address the device thoroughly. There were some images of short axis view where the edges of the disc were clearly seen to have tilted and protruded into the aorta. The tee performed in the operating room after the perforation had occurred showed the left atrial disc tenting the roof of the atrium. According to agas medical consultant, the following conclusions were drawn: this was a large device for the size of the defect. This consensus is based upon the defect description (pfo/asd of small size). It is believed that the defect was stretched significantly and hence the diameter was 13mm. This was a definite device related hemodynamic compromise as described clearly by the surgeon. The location of the perforation was typical for all previously described confirmed erosions. No comment can be made as to the high risk nature of the defect although a general inference would be that it was a high secundum asd as the device appeared high on the four chamber view.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.

Event description:
According to the information received, a patient experienced a hemodynamic compromise six (6) years post implantation of an amplatzer occluder. Additional information has been requested, including imaging of the implant procedure, patient information, device information, implant/event dates, but has not yet been received. When additional information becomes available, a supplemental report will be filed. All dates have been estimated, including implant and event dates.